Manufacturer narrative:
The tech investigated and found the communication cable was not functioning. There was not visible damage on the communication cable. This was most likely cause is damage caused by user error such as not unplugging the cable before transport. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the communication cable to resolve the issue. Based on the info, no further action is required.

Event description:
The tech found the bed with a note stating the bed exit alarm is not sending a nurse call signal when the bed exit alarms at the bed to the nurses' station. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).